Event description:
It was reported that during a post implant check of an asymptomatic patient, a loss of capture was observed on the left ventricular lead. A chest x-ray revealed that the lead had become dislodged. The lead was repositioned on (B)(6) 2015. The patient was in stable condition following the procedure.

Manufacturer narrative:
(B)(4).